Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made for technical services to analyze the device data. Data analysis confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was not planned to be returned.

Manufacturer narrative:
This report will be updated when additional information is received. The explanted device was not returned for analysis. Engineering analysis of the device data confirmed the device was depleting prematurely. However, the root cause of the premature battery depletion cannot be determined without a returned product.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made for technical services to analyze the device data. Data analysis confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.